Manufacturer narrative:
(B)(4). D10: 00811400000 cpt 12/14 stem size 0 cocr 64809639 unknown head unknown. Unknown cup unknown. G2: foreign: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a primary hip arthroplasty on an unknown date. Subsequently, the patient was revised for unknown reasons. The stem was removed.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h11 upon receipt of additional information, it was determined the product did not cause or contribute to the reported event, therefore, the report should be voided.